Event description:
It was reported that a patient underwent an open primary incisional ventral hernia repair procedure on (B)(6) 2008 and mesh was used. The patient developed a recurrent hernia and underwent a second surgery on (B)(6) 2008 for hernia repair. During the procedure, the mesh was found intact, but was detached in the inferior margin. The initial mesh was left where it was, and a vicryl mesh was added to mend the opening. The physician opined the reason for the recurrence was that the patient did not take sufficient precaution in the post surgery period. Currently, the patient reported to the physician via phone that he has a protuberance in the area, but the physician has been unable to confirm since patient has not been for an office visit.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches submitted for this device. See also medwatch 2210968-2011-00930. The same device is represented in each medwatch as it was involved in two events.